Event description:
The technician alleged that the ground resistance is out of tolerance on the bed. No pt impact.

Manufacturer narrative:
The technician replaced the power cord to resolve the issue.